Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a critical pump error. The blood glucose level was 390 mg/dl. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error 2 per boot loader traces, problem was isolated to electrical board. The motor was testes outside the device and passed. Unable to perform functional test including selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with minor scratched display window, case and keypad overlay.